Manufacturer narrative:
(B)(4). Product evaluation: the intraocular lens was returned to the manufacturing site for investigation. Visual inspection was performed. The lens was cut in half, most probably to make explant possible. Considering the condition of the returned lens, additional analysis was not possible. The customer's reported complaint could not be confirmed. Manufacturing record review: a review of the records was performed. There were no non conformances with respect to the manufacturing process. There were no associated nonconformity reports or deviations. The complaint related test is the cosmetic inspection performed at final inspection. At final inspection all products are subject to cosmetic inspection prior to optical testing. The in-line optical inspection data showed that the lens was within power specification. The lens met the specified cosmetic requirements. A search on complaints revealed that no other complaints for this production order were received to date. During the manufacturing record review of the production order for this serial number, no product deficiency was identified. The documentation showed that the production order was manufactured according to specifications. The information, although limited, does not indicate any relationship of the complaint with product design or manufacturing. The lens met specification prior to release. Labeling review: the directions for use (dfu), for the tecnis multifocal lens was reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the intraocular lenses. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted (B)(6) 2015, after the patient had complained of waxy vision (blurred vision). The lens was replaced with another, non amo monofocal lens. There was no patient injury reported. Post op, the blurred vision had disappeared. No further information was provided.